Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of a "broken plunger handle" was confirmed and not reproduced. The root cause was attributed to a damaged pusher block. The pusher block was replaced to fix the problem. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken plunger handle". This condition occurred after delivery, but had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.